Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several electric shocks due to this patient experiencing ventricular tachycardia. Therapy was eventually exhausted and the patient was admitted to the hospital. Additionally, low amplitudes, slightly pacing impedances and shock impedance measurements were also observed on the right ventricular (rv) lead. At this time, the ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: patient codes and impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several electric shocks due to this patient experiencing ventricular tachycardia. Therapy was eventually exhausted and the patient was admitted to the hospital. Additionally, low amplitudes, slightly pacing impedances and shock impedance measurements were also observed on the right ventricular (rv) lead. At this time, the ICD remains in service. No additional adverse patient effects were reported.